Manufacturer narrative:
Previously reported date of birth was believed to be incorrect. Patient's date of birth unknown.

Manufacturer narrative:
Lead model 435135, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk, lead model 43513, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk.

Event description:
It was reported that the patient experienced shocking around the implantable neurostimulator (ins) site for an unknown length of time and was admitted to the emergency room. The patient still received therapeutic benefit, and there was no change in symptom relief. This had occurred once before but resolved over time. Additional information has been requested, a follow-up report will be sent if additional information becomes available.